Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Contamination found on top case and the bottom case. Top and bottom cases are in excellent condition. Cracked battery door and no visible contamination. Pump is old. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion testing. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was determined to be customer caused event of fluid through the barrel clamp assembly and contaminated the pump. The following actions were taken replaced motor assembly including stepper motor, lead screw and clutch halves. Additional repairs included: replaced cracked battery door. Replaced position pot, worm coupling, worm gear, stepper motor, lead screw, and both clutches. Added missing cable guard. Functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.